Manufacturer narrative:
Other relevant device(s) are: product ID: 9733467, serial/lot #: software version: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported by a manufacturer representative (rep) that during system servicing the software would go to a blue screen when she verified the straight probe. The rep was unable to clear the issue with the recommended workaround of verifying another probe. There was no patient involvement. Additional information was received stating that this was a known software issue. All versions of the ent software and shared resources were uninstalled. Then the software was re-installed to resolve the issue.